Event description:
The customer reported while rolling a patient on the stretcher, the back wheel of the stretcher rolled off the sidewalk into the grass causing the stretcher to tip on its side. There were no reports of injury to the patient; however, a medic is alleging a left foot injury, as a result. No additional information has been reported.

Manufacturer narrative:
The customer conducted a visual and function test on the device and found no issues or damages that would have caused the cot to tip over and was returned to service. No further information was provided pertaining to the medic injury.

Event description:
The customer reported while rolling a patient on the stretcher, the back wheel of the stretcher rolled off the sidewalk into the grass causing the stretcher to tip on its side. There were no reports of injury to the patient; however, a medic is alleging a left foot injury, as a result. No additional information has been reported.